Event description:
It was reported that the pump has failed the occlusion pressure range test during routine planned maintenance. Since the issue occurred during the routine planned maintenance, there was no patient involvement.

Manufacturer narrative:
One device was returned for repair. It was reported that the pump has failed the occlusion pressure range test during routine planned maintenance. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation of device found a lightly bubbled downstream occlusion (dso) seal. Functional test was performed and found that the pump alarmed downstream occlusion at levels of psi over limit. To resolve this issue pump was calibrated at the time of investigation. Customer complaint was replicated. The pump was tested for flow accuracy and failed.